Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the ccd signal wire rupture. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, we confirmed that the control knob pivot broken, the insertion flexible tube (ift) buckled, the light guide cable buckled, the control body corroded, the lg prong corroded, the lg cable connector corroded, the remote control buttons cut, the eog valve loosened, the u/d pulley wire worn out, the r/l pulley wire worn out, the serial number plate worn out, the segment steel braid rupture, and the lg root brace rubber flared; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).